Event description:
Alleged event: it was reported that when the surgeon actioned the applier to free a clip, he noticed that the applier broke within the abdomen of the pt. The surgeon then removed the broken applier but noticed that a piece of the broken bit was missing. Add'l info was received as requested: it was reported that an x-ray was done showing many foreign bodies of titanium clips and a smaller foreign body which can either be a clip seen sideways or the small part of the applier. The report states that the surgeon decided not to perform further surgery for removal because with something so small, it is unlikely to warrant secondary surgery. The pt's condition is reported as unk.

Manufacturer narrative:
The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.